Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with unresponsive down arrow button due to corroded keypad traces. Insulin pump received with cracked case at display window corners, display window, battery tube threads and minor scratches on lcd window.

Event description:
It was reported that a button on the customer's insulin pump was sticking. The customer's blood glucose was 180 mg/dl at the time of reporting, but her blood glucose was not recalled at the time of the event. No events were recalled leading up to the keypad issue. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.